Event description:
The customer called to report difficulties on priming and filling. Troubleshooting was performed. The customer indicated that they experienced problem the night before when they changed the set. It was stated that the customer tried three different sets to fix the problem. The customer informed that they never got 0.0 on the screen. The customer got the pump to where the insulin was trickling out. Then the customer connected. By the time the customer looked, the reservoir was empty and the insulin went into their body. The customer called the paramedics. When the paramedics arrived their bgs were very low. The customer was not hospitalized at the time of call. Advised the customer to disconnect from the pump and reverted to back up plan.